Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that for about a week the patient's stimulator was not working. Patient said they kept getting a por (power on reset) message on their handset and communicator. During the call the patient was able to connect to their implant and saw a message that their implant battery needed to be recharged. Patient mentioned that they charged their implant to 100% a few days ago, but did not monitor charge with handset. During the call patient was able to connect to ins with recharger and handset and see excellent connection. Agent suggested the patient monitor their device and call back if the issue persists. When getting the recharger connected to ins patient mentioned they knew they were close because they were getting "little shocks".

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.